Event description:
The physician attempted arteriotomy closure after an interventional procedure. It was unknown if fluoroscopy was used to determine placement in the right common femoral artery. It was unknown if the device insertion was difficult, but mark was obtained. The foot was deployed. Upon retrieval it was noted there was no suture capture. The foot was parked. The device was reported to be difficult to remove. The physician "gently rocked" the device back and forth until it was removed. A second device (not specified) was inserted and closure was achieved. There was no report of further adverse pt sequelae.